Event description:
Received a report from japan regarding a broken glove during surgery. During a ceasarean surgical procedure, the surgeon identified the right-hand glove had a hole in the palm, about 2mm in diameter, while suturing the uterus. The patient was anesthetized. The operation team could not find the broken piece and the operation had to be finished. Lot number unknown, no samples available. No additional information is available or expected. It remains unclear if the missing piece of the glove is inside the patient; therefore, we are accessing this as serious and reportable to the us FDA.